Manufacturer narrative:
Corrected data: this is a duplicate report. See MDR 2015691-2016-00384 for the correct report.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. There are many factors that could result in the failure of a bioprosthetic a valve, the most common of which is regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned to edwards for analysis. The root cause for the regurgitation and stenosis remains indeterminable; however, it is possible the stenosis observed in this case was due to progression of the patient¿s underlying valvular disease pathology with svd and/or nsvd. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 27mm pericardial mitral valve was disabled after an implant duration of six (6) years, four (4) months, twenty six (26) days due to functional stenosis and severe regurgitation. A second device, a 26mm transcatheter valve, was implanted in the mitral position using a valve-in-valve procedure. Both devices remain implanted. Per obtained medical records, the patient presented with symptoms of dyspnea, fatigue, and peripheral edema associated with their mixed mitral valve stenosis and regurgitation. The patient continued to clinically decompensate with increasing dyspnea and generalized fatigue. The patient was noted to be a very high risk surgical candidate and therefore the transcatheter mitral valve replacement was recommended. During the surgery, the transcatheter valve was deployed and transesophageal echocardiography showed very trivial perivalvular leak. The patient remained intubated and was transferred to the intensive care unit in guarded condition on pressor support. The patient was noted to be in sable and improved condition on post-operative day 1.